Event description:
It was reported that the customer had a blood glucose level of 444 mg/dl and a no delivery alarm. Customer noticed that the tubing that was connected to the pump was bunched up and bent, which caused the high blood glucose levels. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was able to get the set connected and the pump to deliver insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.